Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a x-ray 4x8 sponge. The customer states the gauze is falling apart. This was used by the neuro team and the issue was noticed during use. The customer is taking the raytec unfolding and elongating them to one inch wide so that they can easily be used to clear the vision for the surgeon down in the cavity that is being operated on. This occurred during an acdf case and the customer clarified the gauze was not actually falling apart, it was shedding fibers that were free in the gauze itself.